Event description:
The information received indicated that a (B)(6) male, patient, was admitted for treatment of a 75% stenosis in the posterior descending artery. The target lesion was de novo, flexed, heavily calcified and highly tortuous. A radial approach was chosen for the procedure. A firestar (2.5/15mm) was delivered to the lesion but it would not cross the target lesion due to the flexion and the heavy calcification. Therefore, the physician retrieved it from the patient and confirmed the tip to be flared. The tip was turned outward. To finish the procedure, a different balloon (apex 2.5mm) was used, a bms stent (liberte 3.0mm) was implanted at the lesion and the procedure was completed. There was no patient injury reported. The product was clinically used and will not be returned for analysis due to the possibility of the patient having an infectious disease.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.